Event description:
Customer took a blood glucose test and received a result of 508mg/dl so the customer took insulin. Three hours later another test was done and the result was 547 mg/dl. The customer took more insulin. The customer was not feeling well and went to the hosp. At the hosp their glucose was tested with a result of 61mg/dl. The customer was given orange juice and admitted. A request was made for the return of the suspect device and replacement product was sent.